Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support with with the arterial pressure source during use on cs300 intra aortic balloon pump. The esp personel reviewed to check connections are firm and secure. User checked the cable and then switched to another iabp`s transducer cable as per esp personel instructions. Then the inner lumen was zeroed succesfully. There were appropriate waveforms and numbers displayed. No harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Luna, an rn in the cath lab, called to request assistance with the arterial pressure source. She stated the pump said no pressure source available. Esp personal asked luna to make sure the transducer cable was plugged in to the pump and arterial line transducer correctly. She stated they had already checked the cable. Esp personal had them switch to another transducer cable from different iabp. Esp personal talked luna and the other staff in the room through the steps of zeroing the inner lumen. The pump zeroed successfully. There were appropriate waveforms and numbers. Esp personal encouraged luna to call back with any questions or if any issues arise. Luna was very thankful of the assistance.